Manufacturer narrative:
Lot/serial# (B)(4): UDI (B)(4). Lot/serial# (B)(4): UDI (B)(4). Lot/serial# (B)(4): UDI (B)(4). Additional devices implanted and/or related to this event: plc181000j/12696554 and plc201200j/12506222 the review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include endoleak. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aneurysm with three gore excluder aaa endoprostheses, rlt311413j/12464732, plc181000j/12696554, plc201200j/12506222. The aneurysm diameter is unknown. On (B)(6) 2014, a computed tomography scan showed the aneurysm diameter was 45.8 mm. On unknown date, a type ii endoleak with aneurysm enlargement (size unknown) was conformed. The inferior mesenteric artery was embolized to treat the type ii endoleak. On (B)(6) 2017, a computed tomography scan showed the aneurysm diameter was enlarged to 56.7 mm (+10.9 mm compared to (B)(6) 2014). On (B)(6) 2017, an intervention was performed for a preventive purpose. An angiography showed there was a new type ii endoleak from the lumber artery, however, the physician decided to not embolize the lumber arteries due to bad renal functions. Two aortic extender components were implanted distal to the rlt311413j to prevent a future proximal type I endoleak as planned. The type ii endoleak was not treated. The patient tolerated the procedure and has been monitored.

Manufacturer narrative:
Correction: upon further investigation, it has been determined there is no allegation of deficiency on the (B)(4) and (B)(4) devices.